Manufacturer narrative:
A batch record review indicates no discrepancies however the labour sheets confirm tube jams and dents during manufacturing of the associated batch. Product maintenance was completed to schedule. There were no issues relating to the reported complaint in the machine logs. Additional training requirements were identified. A nonconformance has been initiated to further investigate the issue. The complaint will remain open until the investigation is approved and complete. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date - 09/2018. Device manufacture date - 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Not returned to manufacturer.

Event description:
It was reported the tube present cracks during use, therefore it is difficult to use the full content of the product. No patient harm was reported.